Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the report was 80 mg/dl. It was reported that the customer was pregnant and could not regulate her blood glucose levels at home. Nothing further was reported.